Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was < 0.100 miu/ml with a data flag and was reported outside the laboratory to the clinic. The patient questioned the result and went for testing at another laboratory on the same day. The result from the new sample tested on a beckmann coulter analyzer was > 1340 miu/ml. The patient complained to the laboratory and on (B)(6) 2017 the customer repeated the first sample on the cobas e 411 immunoassay analyzer and the cobas 6000 e 601 module. The result on both analyzers was >10000 miu/ml. The sample was tested with a dilution on the cobas 6000 e 601 module and the result was 82610 miu/ml. There was no allegation of an adverse event. The reagent lot number was 21015101 with an expiration date of 05/31/2018. Review of the provided calibration and qc data did not indicate a general reagent issue.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided calibration and qc data, a general reagent issue was but suspected. Typical causes for this type of event include issues with sample quality due to preanalytical issues such as insuffieicnt centrifugation or insufficient maintenance of the analyzer.